Event description:
It was reported that the patient began to feel fatigued thirteen days post implant with a pulse less than 40 bpm. The patient presented to the emergency room with her pulse at 30 to 40 bpm. The lead exhibited intermittent capture and lack of sensing.

Manufacturer narrative:
Na